Event description:
Last rv auto capture on (B)(6) 2023 above range per previous lead trends high rv threshold on (B)(6) 2023. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).